Event description:
Reporter stated, "surgeon could not get this insert to lock down. Opened second insert same size and it worked fine." There was no adverse consequence for the pt or delay in surgery or anesthesia time.